Event description:
It was reported that the customer was hospitalized for diabetic ketoacidosis. The customer had called the day prior to hospitalization, to report high blood glucose levels and stomach pain. Troubleshooting was performed and the insulin pump passed the required tests.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.